Event description:
After a procedure the patient experienced a pericardial effusion. It was reported that after a procedure involving a farawave catheter, performed in the right ventricle, the patient experienced a pericardial effusion. A pericardiocentesis tray was prepared, access was attained, and 1000 ml of blood were drained. Cardiothoracic surgery was consulted and identified a 2 mm perforation in the right ventricular wall. A pericardiocentesis was performed as the surgical intervention. The patient required prolonged hospitalization and is expected to fully recover. The procedure was completed. The device is expected to be returned for laboratory analysis. It was further reported that the patient was discharged from the hospital.

Manufacturer narrative:
Additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Correction to impact codes. Added f2203: imaging required, and f23: unexpected medical intervention. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
After a procedure the patient experienced a pericardial effusion. It was reported that after a procedure involving a farawave catheter, performed in the right ventricle, the patient experienced a pericardial effusion. A pericardiocentesis tray was prepared, access was attained, and 1000 ml of blood were drained. Cardiothoracic surgery was consulted and identified a 2 mm perforation in the right ventricular wall. A pericardiocentesis was performed as the surgical intervention. The patient required prolonged hospitalization and is expected to fully recover. The procedure was completed. The device is expected to be returned for laboratory analysis.

Event description:
After a procedure the patient experienced a pericardial effusion. It was reported that after a procedure involving a farawave catheter, performed in the right ventricle, the patient experienced a pericardial effusion. A pericardiocentesis tray was prepared, access was attained, and 1000 ml of blood were drained. Cardiothoracic surgery was consulted and identified a 2 mm perforation in the right ventricular wall. A pericardiocentesis was performed as the surgical intervention. The patient required prolonged hospitalization and is expected to fully recover. The procedure was completed. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.